Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patient had their scs ipg explanted because the ipg was inoperable. It was noted that the patient could not keep up with charging their ipg.